Manufacturer narrative:
One medfusion pump was received with both top and bottom cases in excellent condition and no visible contamination. The event history log was reviewed and there was a "force sensor bridge test" message. The power up process and infusion/occlusion tests were conducted. The reported issue was unable to be duplicated. There was no damage or contamination in the plunger head or cable. There was no fault found with the returned pump. The force sensor and the plunger cable were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure force sensor bridge test and the pump was physically damaged. There was no patient involvement.